Manufacturer narrative:
E1 - phone number: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited a broken instrument channel port. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and historical data, possible causes includes stress issues. The most probable cause of the complaint is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.